Event description:
Boston scientific received information that this right ventricular (rv) lead and non-bsc device system displayed a shock impedance measurement less than 20 ohms for delivered shock therapy. The local area sales representative discussed with the non-bsc sales representative discussed technical services recommendations to explant the device and rv lead. The non-bsc sales representative noted that a lead extraction procedure was planned. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.